Event description:
Procedure: lavh. Reportedly, during the procedure, the surgeon grasped tissue for sealing and the ureter was within the tissue. The surgeon called in a urologist to assist in repair of the ureter. Longer than expected anesthesia time needed to repair the ureter.